Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, software pin was installed to address issue. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the touchscreen was broken. As a result the touchscreen and ECG connector were replaced. (B)(4).

Event description:
It was reported that the programmer failed to upgrade software either online or via a universal serial bus (usb). The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.